Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a that the hypotube is separated 81.1cm from the hub but appeared to be kinked prior to separation. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that crossing difficulties were encountered. The 80% stenosed, 22mm x 3.00mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.